Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for unknown number of unknown matrixorthognathic screws./unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for unknown number of unknown matrixorthognathic screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. For this complaint, the device history records of the five infection cases were reviewed. The bsso plates were designed according to the work instructions. As such, the work instructions on screw placement and plate design were reviewed. In the applicable time frame, the work instructions were updated to adjust the maximum distance between the screws. As the minimum screw distance remained, this change would not affect the issue stated by the complainant. As the surgeon indicated, some of the infections probably occurred due to inadequate wound closure. However, this cannot be confirmed nor excluded based on the available information and it does not explain the other infection complaints. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that they have not changed their sterilizing process in the last 3 years.

Manufacturer narrative:
This report is for an unknown quantity of unknown cmf screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient presented an infection on the right side (rhs) of the lower jaw. A bilateral sagittal osteotomy of the mandible was primarily performed on (B)(6) 2018, with a trumatch mandible plate mini and an unknown screws. The patient was now on antibiotic therapy. There were no plans to remove the device at this stage. Patient outcome was unknown. This report is for unknown number of unknown cmf screws. This is report 1 of 1 for complaint (B)(4).